Manufacturer narrative:
(B)(4).

Event description:
Patient developed bone loss 5 years after implantation of the implant fx3408mlc in tooth location #22. Implant was removed on (B)(6) 2015 due to bone condition, infection and pain. The patient is recovered without complications, but treatment is ongoing.